Event description:
It was initially reported that during a shift check, the battery connection inside the battery compartment of the autopulse platform was damaged. No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During investigation, it was observed that the lifeband was not locking and clipping onto the roller belt and therefore was falling off the platform. It was determined that the die cast channel was defective. Although the customer did not report this, the lifeband becoming loose and falling off is considered a reportable malfunction.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the battery connector was damaged, thus confirming the reported complaint. Additional damages found included the following: the front enclosure was cracked, the battery lock was bent, and the battery cable was worn and required replacement. From the condition of the returned platform, the damages appear to have been due to wear and tear. The platform was tested with a test mannequin for 15 minutes and no user advisories or warnings were observed during compressions. The platform performed as intended during compression testing. Load cell characterization was also performed which found that the load cells were functioning within specification. Autopulse lifeband (lot #46619) was returned with the autopulse platform. Visual inspection of the lifeband found no damages. During functional testing, however, it was noted that the life band was not locking and clipping onto the roller belt and subsequently falling off the platform. Visual inspection of the autopulse platform indicated that the channel in which the lifeband connects onto the autopulse platform was the cause of the issue. The platform's die cast channel was replaced to address this finding. The platform archive was reviewed and there were no user advisories or warnings on the reported event date. Based on the investigation, the parts identified for replacement are the following: the battery cable, battery lock, front enclosure and channel die cast assembly. In summary, the reported complaint of the platform's battery compartment being damaged was confirmed and is attributed to wear and tear. Lifeband (lot #46619) was returned with the autopulse platform. During functional testing, it was noted that the life band was not locking and clipping onto the roller belt and subsequently falling off the platform. This was found to be have been caused by the die cast channel being defective and therefore was replaced to address the finding. Following service, including replacement of the damaged parts and die cast channel assembly, the device passed all testing criteria.